Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) found that the tube of the rinse nozzle that aspirates the previously dispensed sodium hydroxide (naoh) was torn leaving leftover solution in the cuvettes. The fse replaced the tube and the customer had no further issues. The service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial result was above 170 mmol/l. The repeat result was "within the expected range." The specific result was not provided. Product labeling indicates expected values are between 136 - 145 mmol/l. No questionable results were reported outside of the laboratory. The na cartridge lot number and expiration date were not provided.